Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella 5.5 support had frequent runs of ventricular tachycardia and was shocked multiple times. The patient was started on a lidocaine and amino dose was increased. Impella position was confirmed via echocardiogram. The procedural outcome was the patient survived the surgery.